Manufacturer narrative:
E1 full establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope channel had falling foreign objects. The issue occurred during an unknown therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The event occurred during a therapeutic procedure to remove a fish bone. The procedure was completed by replacing the equipment. There was no delay. The customer requested the inside of the suction channel be checked that there are no foreign objects or scratches. There was no particular effect on the patient or procedure. Another company's grasping forceps was used in combination with the device. The user commented that when suctioning, not much can be sucked in. The device was inspected before use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was as the issue could not be found. Hence, the cause of the material remaining could not be determined. Olympus will continue to monitor field performance for this device.